Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported when the patient was first implanted with a restore device they claimed they had charging issues. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the rep. It was reported the patient was having a hard time pairing the recharging device to intellis battery. Patient has been replaced with an intellis battery. Hcp discarded the restore battery. (B)(4).